Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: there was no activity outside of normal use observed in the black box or alarm histories. The pump powered on with audio and vibration, but the display screen remained blank. The pump alarmed with a ¿cs sleep error¿ after start up. Unrelated to the complaint, the display was dim and discolored. The pump was loaded with a new software component and then was able to power up and was exercised with no further alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.